Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse did a system check using a test forceps. It was confirmed that there was no problem with the system. The fse checked a prograsp forceps instrument and confirmed that the attachment at the tip was loose. The fse determined that it was a sense of incompatibility when using the instruments.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the doctor was not able to operate the instruments on universal surgical manipulator (usm) 2 and usm3 correctly. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the doctor to reseat the sterile adapter on usm2 and usm3. The doctor said he would follow steps and call back later. The doctor did call back after following troubleshooting steps and stated that there was a slight improvement. The procedure was already complete at this time. The surgeon stated the issue was with the usms. There was no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.